Event description:
Pt underwent a laparoscopic cholecystectomy. While securing the drain in place with suture on skin - the tip of the needle broke off. Abd. Xray done - did not reveal a metallic foreign body. Disclosed to pt by md. No obvious injury to pt.